Event description:
The customer reported that the system's cine acquisitions were not getting recorded. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The spare connector was utilized to connect to the image disk which was then recognized and the acquisitions were being stored. The system was tested and found to be working as intended and put back into service.